Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: dislodged stent. It was reported that the stent dislodged during use in the pt, and a 1.5 balloon catheter was used to attempt to pull the dislodged stent back into the guiding catheter; however, the stent got hung up in the left main and was lost in the pt's coronary. The site was unable to locate the dislodged stent on angiography. A 3.5 x 23 mm xience was ultimately used to treat the target lesion after additional pre-dilatation was done on the ostium. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but are not limited to, improper or inadequate crimping during manufacturing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use or during the procedure, and interaction of the stent with the lesion, accessory devices, and/or previously implanted stents. The stent effect of non-resorbable materials unretrieved in body associated with stent dislodgement is addressed in the product's risk assessment. A conclusive cause for the stent dislodgement cannot be determined; however, there is no indication of a product quality deficiency.